Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 33 mg/dl at the time of the incident. The customer was at 200 mg/dl before the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump was dumping insulin into their body after boluses. The customer had a high of 300 mg/dl, gave a bolus, and woke up at 33 mg/dl. The customer also mentioned over delivery during the prime process. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.